Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer's blood glucose (bg) level was 345 mg/dl with a small level of ketones. A correction bolus was delivered and the pump temp rate was adjusted to address the high bg level. The customer changed the supplies on the pump and resumed insulin delivery. The bg returned to target level and the ketones were removed.